Event description:
Clinical study: same case as MDR 6000093-2005-01170. It was reported that 23 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated two target lesions. Target lesion 1 was a trifurcated region of the left main coronary artery (lmca) with three diseased segments. The target lesion was heavily calcified and was less than 20 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 3.5x24 mm drug eluting stent without complication. Residual stenosis was less than 30% after implantation. Target lesion 2 was a region of the intermediate/anterolateral artery. The lesion length was less than 20 mm long. The physician direct stented the lesion with one taxus lesion2 8.8% 2.5x16 mm drug eluting stent without complication. Residual stenosis was less than 30% after implantation. The pt was discharged home from the hospital seven days post index procedure receiving calcium channel blockers, ace inhibitors, asa, plavix, statin, and an oral anti-diabetic medication. The site reported that the pt expired 23 days post index procedure of non cardiovascular chronic respiratory disease. The pt had palliative care prior to his death. The onset date of the events leading to the pt's death was 11 days post index procedure. In the opinion of the physician the death is unrelated to the taxus stent.